Event description:
It was reported that the patient experienced urinary incontinence due to urethral erosion with the proximal cuff of an artificial urinary sphincter (aus) device with a tandem cuff. The erosion was diagnosed through a scope leading to all the components being explanted on an unknown date. There were no device malfunctions associated to the explanted device. A reimplant procedure was performed in which a new aus was placed. The patient was expected to do well following the procedure.